Event description:
During a supraventricular tachycardia procedure, communication issues resulted in a procedural delay. When the catheter was inserted into the patient, the pressure value at the tip was displayed normally, but the radiofrequency device kept indicating that the catheter was not connected. Even after unplugging and reinserting the catheter tail wire, the issue persisted. The three-dimensional system, tactisys and radiofrequency device were all restarted, but the issue persisted. Replacing the tactisys and various related tail wires did not resolve the issue. The catheter was replaced which resolved the issue and the procedure was completed with no adverse patient consequences.